Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During preparation, the ligator "did not fit snug around tip. It was wobbly and did not feel secure." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: some of six bands attached in the ligator head were moved and overlapped and the ligator head teeth were bent/damaged. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable investigation results of bands unable to deploy. Imdrf device code a04 captures the reportable investigation results of ligator head teeth bent/damaged. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached and some of them were moved and overlapped, and two bands were broken. The suture thread was fully unfolded from the ligator housing, and it still had 6 bands attached. The suture thread was not returned. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. No other problems with the device were noted. The product analysis revealed that the device was unable to deploy bands based on the condition that the suture thread was fully unfolded from the ligator housing, but the six bands were still attached. The bands were moved, overlapped, and two of them were broken. Additionally, the ligator housing were bent/damaged. It is possible that excess tension was applied in an incorrectly way, causing the bands to move out of place twisting and overlapping them until they broke. Perhaps the manipulation or the technique used during the setup could have contributed to the reported problem; however, the evidence was not objective to demonstrate how the event occurred during the preparation. Therefore, the most probable root cause of this complaint is adverse event related to procedure.